Manufacturer narrative:
The approximate age of device: 59 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. System controller history interrogation performed by the hospital clinician revealed a pump stoppage. Technical services reviewed the submitted log files, and a pump stoppage was confirmed. The x-ray images did not show any areas of concern internal nor external. On (B)(6) 2019, it was reported that no changes were made. No additional information was provided.

Manufacturer narrative:
Analysis of the submitted system controller log file confirmed the reported pump stop event; however, a specific cause for the interruption in pump function could not be conclusively determined through this evaluation. There submitted log file captured one pump stop event on 07feb2019 at 08:54 am. During this time, the patient was supported by the power module. The interruption in pump function consisted of one low speed event followed by two events with the pump speed at 0 rpm, which collectively lasted 2 seconds and showed low speed operation/motor stopped flags active as well as low speed hazard and low flow hazard alarms. The event was not associated with any elevations in pump power or driveline disconnected alarms; however, the pump stop did appear to be associated with pi events. Following the pump stop event, the system resumed operation at the fixed speed without issue. The remainder of the log file showed the pump operating normally at the fixed speed with stable pump parameters. Although a specific cause for the confirmed pump stoppage could not conclusively be determined through this evaluation, the pocket controller is designed to protect the heartmate ii lvas from damage during high current events and to step down the motor speed if the motor load exceeds the drive capability of the motor. No further information was provided. The manufacturer is closing the file on this event.